Event description:
It was reported patient underwent an anterior cruciate ligament procedure on (B)(6) 2014. During the procedure, the suture ran in a single string when retrieving the traction suture. The toggleloc sleeve was not retained in the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to report device evaluation results. Product return date is (B)(4) 2015. Returned product was completely disassembled and in a condition that the original construct could not be determined. No fracture/fraying of the part was identified. The root cause of failure could not be identified based on the condition of the returned part.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.